Manufacturer narrative:
The customer indicated the device will not be returned to hospira for testing and investigation. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy due to the touchscreen not responding during programming. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) and intralipids and the delivery was started. No specific programming parameters were provided. It was reported that the device had been in use for less than 24 hours when the nurse reported the touchscreen of the device did not respond when attempting to reprogram the device. It was reported that after the decimal point on the touchscreen was pressed, a ¿0¿ was displayed on the touchscreen. No specific event details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated the delay in resuming therapy was approx. 15-25 minutes. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add¿l info was provided.